Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient's generator was showing fluctuating impedance values. The patient is to be replaced at a later date. It was noted that a chest x-ray was performed. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Ap and lateral chest x-rays were reviewed. The pins could not be easily visualized to be fully inserted due to the angle at which the x-ray was taken. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance is unknown. The visible portions of the device seem to show no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.

Event description:
Data received was reviewed, and no anomalies were found outside of the high impedance. X-rays were received but have not been reviewed to date.